Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out within specification in relation to the customer reported 'air-in-line which was not reproduced. A review of the event history log identified 'air-in-line!' Messages. The reported condition was+ verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.